Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot biopsy forceps was going to be used for a biopsy procedure on (B)(6), 2014. According to the complainant, during preparation the scrub technician retrieved the device to be used in the procedure and noticed there was hair inside the sterile sealed pouch. The device was not used and no patient was involved.

Manufacturer narrative:
Visual examination of the returned device showed a hair inside the pouch. Complaint was confirmed. Therefore, the most probable root cause of "manufacturing" is selected for this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no deviations was found.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot biopsy forceps was going to be used for a biopsy procedure on (B)(6) 2014. According to the complainant, during preparation the scrub technician retrieved the device to be used in the procedure and noticed there was hair inside the sterile sealed pouch. The device was not used and no patient was involved.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.